Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted so no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2014-00298 & 3002806535-2016-00333). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a right total hip revision procedure approximately seven years post-implantation due to allegations of unspecified personal injuries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.(B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6), 2007 and a left total hip arthroplasty on (B)(6), 2008. Legal counsel further reported patient allegations of unspecified personal injury involving both hips; however, no revisions have been reported to date. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement on an unknown date. Subsequently, a potential product liability claim has been raised due to unknown reasons.